Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
Corrected. The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of auto-zeroing of machine and proximal pressure tansducers in post failed. There was no patient involvement.